Manufacturer narrative:
It was reported that during the device preparation it had a leak at the proximal end of the catheter was reported. A torqvue subassembly was returned and sent to the s&t (science and technology) testing for analysis. The tests indicated a severe crimp was observed in the tubing that is inline with the seam in the overmolded hub from the injection molding process. Detailed view of the faces of these crimped locations reveals that there is a full breach of the polymer tubing, which is likely the cause of leakage from the device during operation. As event appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to shipment. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3mm x 4mm amplatzer piccolo occluder was selected for a procedure on (B)(6) 2025 using a 4f amplatzer torqvue low profile catheter to close a patent ductus arteriosus (pda) for a 2-week-old patient that weighed 1kg. The device was prepared per IFU. During the procedure, while advancing the occluder through the delivery catheter it was noted that there was a leak at the proximal end of the delivery catheter where the white tubing attaches to the blue catheter. The occluder was successfully implanted using the same delivery catheter. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.